Event description:
It was reported that there was lead migration and less than 50% therapy relief at the device pocket and lead location. X-rays were done, upon which the leads were visualized in the implantable neurostimulator (ins) pocket. An explant was required. The product issue was resolved. The cause of the issue was not determined. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).